Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced increased pain and less than 50% therapy relief. The logs were checked. A dye study was performed. A catheter access port (cap) kit was used to access the port and they were unable to aspirate. The catheter was occluded. The pump and catheter segment were removed and the internal catheter was allowed to retract under the skin. The patient was being dosed with oral medication and patches to cover their pain and was ¿comfortable.¿ the patient status was indicated as alive; no injury. The pump was delivering hydromorphone and bupivicaine.

Manufacturer narrative:
The initial analysis result of the 8596sc catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. The previously reported result codes are not applicable to this event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the proximal catheter and sc connector revealed a tear in the seal near the guide ring. The catheter came as one piece; patency test failed. The catheter was cut one inch from connector; patency test passed. The patency for the rest of the cut section still failed. Analysis of the distal catheter revealed acceptable testing. The catheter was incomplete and returned in segments. No significant anomaly was found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.